Event description:
It was reported that an occlusion alarm occurred, which caused their blood glucose to display as "high." To address the elevated blood glucose, the customer administered a correction bolus via the pump. Reportedly, the occlusion was caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy.